Event description:
It was reported that the reservoir of a small volume folfusor burst. This occurred during filling with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(60. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed a ruptured reservoir. Microscopic inspection was performed and revealed markings on the exterior surface of the bladder near the rupture line. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.